Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. A visual and microscopic examination of the stent found stent damage, with stent struts raised and bunched on proximal stent strut rows 3-6. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 147cm proximal to the distal tip. The strain relief section and manifold proximal to the break site were not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm in length target lesion was located in the severely tortuous and moderately calcified obtuse marginal artery with a vessel diameter of 2.25-2.5mm. A 2.25 x 28 synergy drug eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm in length target lesion was located in the severely tortuous and moderately calcified obtuse marginal artery with a vessel diameter of 2.25-2.5mm. A 2.25 x 28 synergy drug eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported.